Event description:
It was reported that during a laparoscopic video-assisted thoracoscopic surgery (vats) procedure, the device was used to fire across the pulmonary artery. Immediate bleeding was noted after the stapler was fired. Bleeding was controlled surgically, but the procedure required conversion from laparoscopic to open surgery. Blood replacement therapy was administered to manage the blood loss. It was noted that the surgical procedure was extended for more than 30 minutes.

Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.